Event description:
Physician delivered 2 resolute integrity drug eluting stents to a diffuse lesion in the rca with a thrombotic occlusion without pre/post dilatation which resulted in 0% stenosis but thrombosis was observed. Thrombosis was aspirated and treated with non medtronic stent implant. Patient recovered. Comment from the physician it was an emergency case due to ami, loading time of drugs might be too short. Hit(heparin-induced thrombocytopenia) was also considered as a reason of thrombosis on it was not due to resolute integrity stents.

Manufacturer narrative:
Results, conclusions: patient presented with thrombotic occlusion. Stent thrombosis. No results available since no evaluation performed - device or procedural images not provided for review. (B)(4).